Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Water solenoid not maintaining set pressure due to debris buildup. The cover cracked. Couldn't replicate issue of handpiece and insert heating up with test insert and handpiece in controlled environment.

Event description:
While using a g124 scaler, the handpiece and insert were getting warm; no injury resulted.